Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk) in respiratory arrest the device did not power up. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the clinician was able to obtain another device to continue monitoring the pt.